Manufacturer narrative:
The needle was returned for product analysis. The returned biopsy needle had been bent. Not able to test for functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that during a biopsy the user locked the trajectory and when they went to pass the needle, the needle would not track. They had the guide stem and correct reducing tube in place. The spheres were clean and dry and there was no visible damage. The manufacturer representative offered to open a new needle for the surgeon but the surgeon decided to not track the needled instead of opening another one. They felt confident that the system would guide the needle correctly. The surgeon completed the procedure and they did get diagnostic results back. The issue was resolved on call. There was no delay to the procedure and no impact on patient outcome.